Event description:
It was reported that the customer was having difficulties with setting up their insulin pump. Assistance was provided and darting the manual priming process the insulin pump alarmed no delivery. The customer's blood glucose was 57 mg/dl which the customer attributed to not having eaten anything. Troubleshooting was performed; insulin did not exit the tubing and the insulin pump alarmed no delivery, again. The customer stated that they have been hospitalized after being thrown by a horse. They stated they have been having problems with the insulin pump since then because they fell on the side that the insulin pump was on. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Cracked battery tube threads noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).